Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an increase in capture threshold was noted on the right atrial (ra) lead. The atrial lead was capped and a new ra lead was implanted on (B)(6) 2020. There were no adverse health consequences to the patient.